Event description:
It was reported that the patient presented to the hospital for an implant procedure. Prior to procedure, the helix of the right atrial (ra) lead failed to retract upon helix testing outside of the patient's body. The ra lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood / tissue. Final analysis found no anomalies or distortion of the helix or the connector region that could have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix clogged with blood/ tissue. No indication of conductor fractures or internal shorts were noted.